Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2006 due to recurrent stress incontinence. It was reported that the patient underwent mesh revision in 2008, at mayo clinic, due to recurrent stress incontinence. It was reported that the patient underwent diagnostic cystoscopy and release of vaginal adhesions on (B)(6) 2006 due to vaginal adhesions at midlevel vagina. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent rectoperineorrhaphy and cystoscopy due to sui and rectocele.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.